Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) experienced oversensing and inappropriate therapy delivery. The physician performed an invasive procedure and noted that the transvenous defibrillation lead was 'broken' with insulation damage in the bilumen and defibrillation portions of the lead. The physician elected to explant the ICD and lead. During the invasive procedure to extract the lead, the physician was not able to remove the distal portion of the lead from the ventricle. The distal portion of the lead remains implanted in the heart.